Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the screen was cracked and they could not see the display. The customer's blood glucose was 149 mg/dl at the time of incident. The customer stated that the insulin pump might have been dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.